Manufacturer narrative:
This lead is not expected to be returned. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced due to the lead being fractured. No additional adverse patient effects were reported.